Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the medium-large clip applier instrument moved with an abrupt, unintended jerking motion, causing a vessel tear. The event occurred while dissecting the peritoneum near the epigastric vessels. The medium-large clip applier was rotated at an odd angle near the full extent of the instrument rotation. The surgeon straightened the instrument to a better angle prior to placing the clip around the artery/vein. While closing the clip, the instrument abruptly moved to the right and down quickly. This motion ripped both the artery and the vein. Minimal blood loss occurred. The surgeon was able to control the bleeding by grabbing the inferior vessels with the cadiere forceps instrument. A backup medium-large clip applier was used to place a clip to stop the bleeding. The initial medium-large clip applier instrument was removed from the case and not used again. The surgeons head remained in the surgeon console during the event. No fragment/clip fell into the patient. No interference or collisions occurred. No photos or videos were available for review. This event caused less than a 15-minute surgical delay. The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument, but the failure analysis investigation has not been completed. The event investigation is in progress. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Manufacturer narrative:
Intuitive has received the medium-large clip applier instrument associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. During visual inspection, the instrument was found to have a derailed grip cable from its normal position at the distal idler pulley likely causing unintuitive motion reported by the customer. A derailed grip cable at the distal end is often caused by something else in the backend (ex: broken cable, cracked clamping pulley, loose clamping pulley screw). The plastic housing was removed, and the input disk number 7 was found to be broken. Other backend components adjacent to the broken input did not show damage.

Event description:
Refer to h11 for follow-up information.